Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt is currently be treating for hemolysis. The radiologist described a mural thrombus in the outflow graft conduit. The pt stopped taking anticoagulation medication for a week due to a misunderstanding. The hosp has him on argatroban, aspirin and now ticagrelor. No infection at present.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.